Event description:
The patient contacted animas on (B)(6) 2012 stating the up and down arrow keypad buttons were unresponsive and the ok button was intermittently responsive. The patient claimed the issue was occurring for a few days. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: during the product analysis investigation the down arrow button was found to be unresponsive, the up and ok buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under the ok, down, and up button contacts. The keypad was torn over the down arrow. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.